Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, micrococcaceae (1 cfu/100ml) were detected from the instrument channel of subject device. No technical reason could be explained for the cause of the remaining of the bacteria. Thus, additional microbiological testing following reprocessing was conducted at the third party laboratory again. In the additional test, the testing indicated no microbial growth for the subject device. The testing result cleared (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for pseudomonas fluorescens (>150cfu/100ml). The customer reported that the subject device was reprocessed according to the instruction for use. The user facility has manually reprocessed the subject device with peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".